Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a skin cancer excision on (B)(6) 2019 and suture was used for closure. Towards the end of the procedure, the suture material pulled out from the needle. Another like device as used to complete the procedure with no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
(B)(4). Device evaluation summary: an empty opened box, a needle and suture piece of product code 8698, lot mjp966 were returned for analysis. During visual inspection of the sample, the swage and attachment area were noted to be as expected. The suture piece was examined along of the strand, a correct insertion mark was observed and the other extreme was cut appears to be by use of surgical instrument. In addition, the force used to detach needle from the suture could not be determined. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, it could not be determined what may have caused the reported incident.